Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that buttons may have been pressed against the body while kayaking. Customer's blood glucose was 159 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The displacement test could not be performed and the low battery alert could not be tested due to the unresponsive buttons. The insulin pump had cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a stained end cap sticker.